Manufacturer narrative:
Final analysis of the pump revealed no anomaly found; final analysis of the returned segment (pump connector and proximal segment) revealed acceptable testing. Corrected information - the previously reported conclusion code of 54 no longer applies to this event.

Event description:
It was reported that a pump and catheter replacement were performed. It was noted the patient had a 9 month history of chest pain and increased back and leg pain, despite the dose being increased. On the date of the report it was noted that the physician felt the patient's chest pain was associated with the catheter tip placement which was at the 5th thoracic vertebrae. The physician therefore replaced the catheter, and the new catheter tip placement was at the 10th-11th thoracic vertebrae. The implant physician had difficulty aspirating the old catheter after it was disconnected from the pump, which was noted was another indication to the physician that there was a catheter issue. The pump system was being used to deliver dilaudid. It was later reported that no other troubleshooting was conducted and the patient was fine. It was later reported that the pump was replaced due to nearing end of battery life, and a catheter obstruction was noted. Approximately two weeks prior to the replacement, a catheter dye study was performed and they were not able to aspirate.

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot# n100014, implanted: (B)(6) 2007, product type accessory; product ID 8711, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.